Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time.there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the alarm is when air entered the set due to use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4. The home patient (hp) revealed that he had tried to switch the last extraneal bag of fluid to the final line in the middle of therapy, because he had connected the bags incorrectly. The technical service representative (tsr) explained the proper set up procedures and then assisted the hp to clear the alarm. The tsr then assisted the hp to do a manual drain and advised to notify his nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.